Manufacturer narrative:
Updated field: b4, b5, d9 (device available for eval, return to manufacture date) e1(postal code), g3, g6, h2, h3, h6 (problem code), h11 due to character limit in e1 postal code is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preparation for insertion of a sensation plus 50cc intra-aortic balloon (iab), the catheter appeared bulky and the membrane was not fully furled onto the catheter shaft, resulting in difficulty advancing the device through the sheath. On removal of the iab blue handle the membrane was not fully furled onto the shaft of the catheter. No patient harm or injury was reported. The affected catheter was returned for evaluation.

Event description:
It was reported that while using sensation plus 50cc (iab) it was difficult to insert through sheath. No harm or injury to the patient was reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).